Event description:
On (B)(6) 2015, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system and chimney procedures were performed on the celiac and superior mesenteric arteries with covered stents. The patient tolerated the procedure. On (B)(6) 2015, the presence of a type iii endoleak was reported. On (B)(6) 2015, the patient underwent re-intervention for treatment of the type iii endoleak and an additional aortic endograft was implanted. Further investigation is pending.

Manufacturer narrative:
Correction: devices implanted were conformable gore® tag® thoracic endoprostheses further investigation determined that there is no complaint; or allegation of deficiency associated with the conformable gore® tag® thoracic endoprostheses involved in the event. The medwatch submitted under #2017233-2015-00383 is hereby retracted. The type iii endoleak involved the gore® viabahn® endoprostheses placed in the superior mesenteric artery; and will be reported accordingly under a separate medwatch submission.

Manufacturer narrative:
A manufacturing evaluation was unable to be conducted as the item and lot numbers of the device(s) have not yet been provided.